Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient revised for unknown reason. Update rec'd 9/14/15 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain and discomfort. Litigation identified this information as the right hip. Original der indicated that the patient was implanted with asr; however, amended litigation alleges that the patient was implanted with pinnacle. The products have been updated and follow-ups created. Update 1/6/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported severe pain, discomfot, difficulty standing/walking/climbing stairs, severe metallosis, reduction in quality of life and ability to help with household duties. Medical records and revision surgical report noted "squeak" in right hip, excessive scar and heterotopic ossification, severely elevated metal ions, synovitis, and cup more vertical. There was no documentation of severe metallosis on revision surgical report. Metal ion lab results were greater than 7 parts per billion. Stem to be added for elevated metal ions and cup added for vertical position. The complaint was updated on: jan 28, 2016.

Manufacturer narrative:
No product was returned to examine. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. Medical records were reviewed. Product problem has not been identified. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation. The complaint was updated on:(B)(6) 2016.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
The liner and stem were updated and added lot number. Updated patient name and associated contact and added hospital name and law firm in the facility name. The patient underwent bilateral total hip arthroplasty, however, only the right hip has the allegation.